Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of the medium-large clip applier (mlca) were not meeting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was being used when the issue occurred. The surgeon was attempting to clip, however, the clips would not stay in place. No fragments fell into the patient. It was a clipping issue and the clips remained present when attempting to clip. The customer used a backup clip applier to complete the procedure. There was no injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with one grip severely bent, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.